Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. The provisionals have been modified to prevent fracture. The fractured provisional in this complaint was manufactured before the design modification. The root cause is attributed to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tibial articular surface provisional fractured. The fractured instrument was noticed after surgery and no pieces were retained by the patient.